Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One full osseotite® tapered certain® implant 4 x 11.5mm (ifnt411) was returned for investigation. Visual inspection of the as returned product identified minor wear about the implant threads and internal drive feature. The returned product matched print specifications where measured against drawing 223410 rev m (digital caliper; cal1334 cal due: sep 25, 2020). No pre-existing conditions were noted on the per. The reported product was located on tooth # 9 and removed the same day. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 2017050258. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2017050258) for similar event and no other complaint was identified. October post market trending was reviewed and there were no negative trends or corrective actions for the reported event (incorrect implant fit) or product (ifnt411). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H3: device evaluated by manufacturer. H4: manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that during an implant placement doctor discovered that the implant (ifnt411) did not fit correctly. Implant was removed and site was bone grafted. Tooth location 9.